Event description:
Complainant alleged that the intelidrive would not run.

Manufacturer narrative:
Technician found that the intelidrive would not run due to bad pcm board. Corrosion on board. Replaced pcm board to resolve this issue. Bed was found in basement shop.